Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter exhibited a leak and the flush port connector broke off from the handle. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was flushed and connected to irrigation with high pressure. Everything seemed fine when the catheter was inserted into the faradrive sheath, but later on during the procedure it was noticed that a lot fluid was present on the table drape. While attempting to tighten the flush port the connector broke off. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Event description:
It was reported that the catheter exhibited a leak and the flush port connector broke off from the handle. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The catheter was flushed and connected to irrigation with high pressure. Everything seemed fine when the catheter was inserted into the faradrive sheath, but later on during the procedure it was noticed that a lot fluid was present on the table drape. While attempting to tighten the flush port the connector broke off. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
The farawave pulsed field ablation catheter was not available for analysis due to disposal. However, media inspection of two photos of the device was performed. The photos evidence the reported clinical observation that the flush port/luer detached from the catheter.